Event description:
It was reported that a 34mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in atrial fibrillation during the procedure. The left atrial pressure was noted as 13mmhg. Heparin was administered, and activated clotting time (act) was 400 seconds. It was noted that transseptal access was lost with the ice catheter and a reposition of the lobe was required. The device was noted to have been partially re-captured three times during the procedure. Post-deployment, a moderate, circumferential pericardial effusion was detected via ice imaging. A pericardiocentesis was performed, and 700cc of fluid was removed. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
It was reported that a 34mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in a pre-existing atrial fibrillation rhythm during the procedure. The left atrial pressure was noted as 13mmhg. Heparin was administered, and activated clotting time (act) was 400 seconds. It was noted that initial transseptal access was lost with the intracardiac echocardiography (ice) catheter. The device was inserted into the patient. The device was noted to have been partially re-captured three times during the procedure, and a reposition of the lobe was performed. The device was implanted. Post-deployment, a moderate, circumferential pericardial effusion was detected via ice imaging. A pericardiocentesis was performed, and 700cc of fluid was removed. The patient status was stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported improper or incorrect procedure or method was due to user partially retracted 3 times. Please note that per the instruction for use, amplatzer¿ amulet¿ left atrial appendage occluder, stated "note: the device can be partially recaptured and redeployed a maximum of 3 times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath. "